Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose levels (384 mg/dl). Blood glucose levels were stabilized and customer was released the same day. Troubleshooting was performed and pump passed delivery system check. Cartridge had been in use for 3 days.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.